Event description:
The pt was a male. The lesion was localized just over the bulb. It was a 70% calcified lesion. During the procedure, one of the marker bands of the angioguard embolic protection device dislodged in the pt. The marker band caused a transitory occlusion of one small cerebral vessel. The pt had transitory paralysis in the right hand for 40 minutes.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.